Event description:
It was reported that a user experienced fluctuating blood glucose while using the ilet, treating perceived lows when glucose levels were still in the 80s, which led to subsequent lower readings and concern for both high and low glucose; education was provided on appropriate hypoglycemia treatment timing. Symptoms included asymptomatic low readings without confirmed hypoglycemia. Outcomes included no injuries, no alarms, and no medical interventions or hospitalization. Investigation included user interview and troubleshooting with education on hypoglycemia management. Investigation of this case revealed user-related handling contributing to overtreatment of non-hypoglycemic readings, with no device performance issue identified. It was concluded, based on previously established findings for similar reports, that user technique contributed to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.